Event description:
It was reported that during a rotational atherectomy procedure, the rotablator guidewire fractured. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. Initially, the 1.5 burr was adjusted to 180,000 rpm outside of the body, then it was run on the wire to debulk the lesion. Next, the physician attempted to size up to a 2.0 burr outside of the body, but when the frequency was set to 180,000 rpm the wire fractured. The rotablator guidewire was removed and replaced with another rotablator guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.